Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that the insulin pump had a multiple pump error. The customer¿s blood glucose was 119 mg/dl. Troubleshooting steps were provided for pump error and customer was able to successfully clear the alarm but unable to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).. The insulin pump passed displacement test, sleep current test, active current test and selftest. Failed battery test not confirmed. No noted trace pointers are invalid, history pointers failed or post-reset ram crc alarm noted during testing.